Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was explanted due to an unknown product performance issue. However, additional information added indicates that this lead exhibited loss of capture due to slack pulling back on lead. The physician opted to change this lead. This lead is no longer in service. No additional adverse patient effects were reported.